Event description:
Minor ipsilateral ischemic stroke reported. Symptoms resolved within an hour and the patient recovered without sequelae. Please reference MDR 2183870-2009-00187 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.